Event description:
It was reported that during use with an unspecified bd maxplus extension set patients therapy was interrupted, thus resulting in an infection. Information regarding the treatment of infection was not obtained. The following information was provided by the initial reporter: clinician experienced: infection interruption of patient therapy (resulting in patient injury) - infection. Please see attached excel sheet for additional information.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in MFR name, city & state and MFR site and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples were received for investigation of complaint reported via post market survey; however the customer has indicated that the use of a bd maxplus extension set caused a delay in the infusion, and this resulted in the patient developing an infection. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode.